Event description:
It was reported that the patient underwent a posterior cervical fusion at c3-6. It was reported that during final tightening of the crosslink setscrew, the set screw sheared off and was lodged within the locking screw. The locking screw was removed and the set screw piece was retrieved. A different set screw was used at a different level with no problems. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.